Manufacturer narrative:
The insulin pump had no audio during the self test due to a broken red wire on the transducer on the interface board. All of the buttons functioned properly. However, moisture damage was found on the keypad traces. The insulin pump functioned properly during the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No prime anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, and a broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the insulin pump was no longer alerting when the reservoir was low or when priming was unsuccessful. The blood glucose reading was 197 mg/dl. The alert type was switched to vibrate and the insulin pump passed the self test. Nothing further was reported.